Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative.

Event description:
It was reported that the patient¿s blood glucose level rose to 290 mg/dl between 5 and 24 hours of wearing the pod. The reporter stated that the adhesive separated from their abdomen, resulting in the cannula dislodging. As treatment a new pod was applied.